Manufacturer narrative:
(B)(4). The customer¿s report of ballooning in the silicone segment was confirmed. Visual inspection of the set noted the silicone segment bulging next to the upper fitment. No other damage or anomalies were noted. Functional testing was performed and a slight bulge was noted during priming and a gravity infusion. An immediate ¿patient side occlusion¿ alarm was noted at the beginning of an attempted pump infusion. Pressure testing was performed and the silicone segment further expanded and bulged at a pressure of 8 psi. The root cause for this event could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when hooking up the IV fluids normal saline by gravity flow the user noticed a bulge in the silicone segment .